Event description:
It was reported that the ilet displayed an occlusion alert during use, followed by ¿unable to proceed¿ errors during fill tubing attempts and an alert 38 motor stall despite a full restart, cartridge and infusion set changes, and replacement of the cartridge and luer connector. Symptoms included no adverse clinical effects, with blood glucose reported in range. Outcomes included device replacement and continued insulin therapy via backup method until replacement was received. Investigation included guided troubleshooting, dry-run verification, supply swaps, and review of device performance during priming. Investigation of this case revealed recurrent motor stall during insulin delivery setup consistent with a device malfunction localized to the pump motor/drive system despite new disposables and proper setup. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.